Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had partial display and keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that her screen ins only showing some of the display and none of her buttons are working. Customer was advised that we are replacing the pump. Customer decided to bypass the keypad anomaly troubleshooting.

Manufacturer narrative:
The insulin pump had an intermittent esc and act buttons due to unlocked lcd keypad connector. The insulin pump was received with normal operating currents. Also passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump display properly and no missing segment/partial display anomaly noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.